Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a severely calcified unspecified artery. A 12mm x 3.00mm nc quantum apex balloon catheter was used to dilate the lesion. During inflation, the balloon ruptured at 17 atmospheres. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).